Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the inner insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the lead dislodged. The lead was explanted. No patient complications were reported as a result of this event.